Event description:
It was reported that the leads migrated. The patient underwent lead replacement procedure. Patient was normal postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7097718, UDI: (B)(4).

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the leads migrated. The patient underwent lead replacement procedure. Patient was normal postoperatively. The explanted device components were not returned.